Event description:
The company was made aware that the pt was treated with antibiotics (type unk) for infection at the implant site. The pt's infection is currently resolved. Advanced bionics is in the process of gathering more info.